Event description:
The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the ivus device and performed intervention. The physician inserted a pre-dilatation balloon and dilated the vessel. The physician inserted aspiration catheter and aspirated the vessel. The physician inserted and placed a stent. The physician aspirated a second time and deflated the occlusion balloon. The physician performed angioplasty on the vessel. The physician attempted to remove the aspiration catheter and felt resistance. Pulled on the aspiration catheter and the extension wire separated from the hypotube. The device was removed from the patient without any issues.